Event description:
The customer stated that the spec 3 curing light caused burns on their patient. The doctor stated that they did touch the soft tissue of the patient, and that they did not know that the light could cause burns if touching soft tissue of the patients. Doctor gave her prescriptions for antibiotics and kenalog orabase. The doctor stated that the patient is now fine. The device has been returned and the light output and thermal levels are within the specifications of the product. However, it appears the device was misused and touched the patient's soft tissue. The information does not suggest that the medical device caused or contributed to a death or serious injury. However, an injury did occur that required medical treatment. Therefore, out of an abundance of caution and per 21 cfr 803, this event will be reported to the FDA.